Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was hospitalized due to high blood glucose (bg) levels >500 mg/dl, while wearing the pod on the abdomen between 4 and 24 hours. Multiple corrections of 10 units each were administered using the pod but the bg levels did not decrease. Upon inspection, insulin was noticed to be leaking and the canula had dislodged from the infusion site. At the hospital, the patient was kept for observation and monitoring, did blood tests and was given insulin.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Investigation found no defects or manufacturing deficiencies that would contribute to dislodging of the cannula. The exact cause of the reported dislodging could not be determined. The download data generated an 0x6a alarm indicating occlusion during runtime. No time outs or drive stalls were seen in the data. Although, an occlusion alarm was generated, the cause of the alarm could not be determined.